Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling liver parenchyma on a laparoscopic left lateral hepatectomy, the surgeon was able to press the green button but the stapler was not able to fire. It was also stated that the reload could not be removed. A stapler was removed and a new one with a new reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and a photograph. The handle was received attached to a reload. Visual inspection noted that the instrument firing knobs were fully applied and the articulation knob was articulated fully to the left. The firing knob was carefully pulled back to the 0 cm mark and the reload was successfully unloaded. A visual inspection of the returned photo noted that it looked like an reload. The reload was clamped and formed staples could be seen between the jaws and cartridge. The instrument was loaded with a pmv representative reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.